Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 529 mg/dl. The customer corrected her blood glucose level using the insulin pump's bolus wizard. Insulin was not being delivered because the infusion set cannula was bent. The insulin pump alarmed no delivery. The device was not returned.